Manufacturer narrative:
(B)(4).

Event description:
According to the reporter during a lap prostatectomy the bag broke. There was no delay over 30 minutes.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The visual inspection of the bag demonstrated a tear at the bottom of the bag. The tear was not along the seam. The bag was fully cinched. The bag was still attached to the gold pull ring. Only the bag was returned. The visual inspection of the bag demonstrated that the bottom distal part was cut in half. Both pieces were received. The tear was not along the seam. The bag was fully cinched. The bag was still attached to the string. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Replication of the observed condition may occur if the bag is contacted with a sharp object during the application, or if the bag is caught on an obstruction during insertion or removal. Based on the product analysis, the failure was confirmed to be attributed to the reported event. A review of the current historical complaint data reveals no trend for a device related failure for this condition. The file will be closed as a misuse of the product. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.